Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and retained in septum of heart. The device and detached strut were removed percutaneously. The patient was diagnosed with pulmonary embolism post implant and reportedly experienced chest pain;however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: approximately seven years eleven months post filter deployment the patient was admitted in the hospital and computed tomography(CT) revealed that the inferior vena cava filter was in place with several struts extended beyond the margins of the inferior vena cava. One of these struts on the right side appeared to extend into the right psoas muscle, another strut extended along the posterior aspect of the aorta and no evidence of surrounding hematoma. Approximately one year one month later the computed tomography(CT) revealed that the filter appeared disrupted, with one filter leg embedded in the septum of the heart and another leg bent and protruded out of the inferior vena cava. Succeeding to this filter removal procedure was performed. The right internal jugular vein was accessed with a micropuncture needle and the micropuncture needle was subsequently exchanged for a 5 french coaxial dilator. Through the 5 french dilator, a 0.035 3j wire was advanced into the inferior vena cava a 90 cm contra omni flush catheter was advanced over the wire into the left common iliac vein and digital subtraction venography was performed. The inferior venacavogram demonstrated the previously placed inferior vena cava filter to present without evidence of significant associated venous thrombus. The omni flush catheter was subsequently exchanged over the wire for serial dilators and finally a 14 french sheath. Through the sheath, rigid endobronchial forceps were advanced. Using intermittent fluoroscopic guidance, the filter was grabbed with the forceps, sheathed, and removed intact. A small piece of the hook of the filter had broken off during the retrieval. This piece of hook was subsequently grasped with the rigid endobronchial forceps and removed intact. The filter and hook were placed in a specimen cup and sent to surgical pathology there was successful removal of the inferior vena cava filter. Therefore, the investigation is confirmed for perforation of the ivc and filter limb detachment . However, the investigation is inconclusive for the alleged pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and retained in septum of heart. The device and detached strut were removed percutaneously. The patient was diagnosed with pulmonary embolism post implant and reportedly experienced chest pain; however, the current status of the patient is unknown.